Event description:
It was reported that a patient experienced stroke like symptoms post procedure. An enroute transcarotid neuroprotection system (nps) was selected for use in the transcarotid artery revascularization (tcar) procedure. The patient presented symptomatic with stroke 4 weeks prior to tcar procedure. The procedure was completed. Post procedure, the patient experienced stroke like symptoms. The patient is currently in rehabilitation.

Manufacturer narrative:
H6: conclusion code was updated based on additional information.

Event description:
It was reported that a patient experienced stroke like symptoms post procedure. An enroute transcaphoid neuroprotection system (nps) was selected for use in the transcaphoid artery revascularization (tcar) procedure. The patient presented symptomatic with stroke 4 weeks prior to tcar procedure. The procedure was completed. Post procedure, the patient experienced stroke like symptoms. The patient is currently in rehabilitation.